Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent extraction of the pacemaker for pocket infection. The system was explanted, and a temporary pacer and lead were placed. The patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.